Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information from the attorney of the family on april 23, 2024, medtronic received notice of a legal filing that the reporter alleged that on (B)(6) 2017, the customer¿s insulin pump with 600 series was malfunctioned and failed to deliver the correct dose of the insulin as the insulin pump retainer ring was defective because of a propensity to break or become detached, which causing the customer to suffer injuries includes both hyperglycemia and diabetic ketoacidosis. The customer required emergency medical treatment and was hospitalized as the outcome of the event. No further patient complications were reported. Currently, it was unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. It was unknown whether the customer had been using the insulin pump within 48 hours of the reported event. It was unknown whether the customer was using the auto mode/smartguard feature at the time of the event. The insulin pump was not expected to be returned for analysis. It was unknown whether the customer will continue or discontinue to use of the device.